Event description:
Per the surgeon's report, this pt hit her head on the car door on the date of event. After this incident, she could no longer hear with her implant. X-rays were normal for positioning of the device. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. The surgeon explanted the device in 2006 and reimplanted a new device the same day.